Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic distal pancreatectomy procedure, when the surgeon fired the device, there was an incomplete staple line distally, it was also stated that the device was not fired smoothly. They then used another reload to resolve the issue. There was no patient injury.